Manufacturer narrative:
The manufacturer previously reported a simplygo mini oxygen concentrator alleging evidence of thermal damage to the enclosure. There was no report of patient harm or injury. The device was evaluated by a third party service center. The tecnician found the device to have low oxygen purity. The sieve cannister kit , sieve side assembly were replaced to address the issue. The technician found the inlet filter to be dirty. The inlet filter was replaced to address the issue. The technician found no evidence of thermal damage to the device.

Manufacturer narrative:
In section d4 unique identifier (UDI) number and in section g4 premarket identification number has been corrected in this report.

Event description:
The manufacturer received information alleging a simplygo mini oxygen concentrator have evidence of thermal damage to the enclosure. There was no report of patient harm or injury. The device has yet to be returned for evaluation. A follow up report will be submitted when the manufacturer has completed the investigation.